Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no harm or injury reported. There was no allegation of device malfunction. The device was not in patient use. After replacement of parts associated with preventative maintenance, the device was powered on and a ventilator service required alarm was observed. The manufacturer¿s service technician checked the error log and confirmed an e-384 evt_press_sensor_mismatch. The technician replaced the outlet side panel to address the issue.